Manufacturer narrative:
(B)(6). Complaint conclusion: the device was returned for analysis. The device positioning unite (dpu) failed electrical testing. The detachment fiver did not receive head and melt. The proximal end of the coil had compression damage. The most likely root cause of the coil¿s non-detachment was due to electrical wiring damage or a fractured soldered joint; however, this cannot be conclusively determined. It cannot be determined if the proximal compressed coil section contributed to the complaint event. Therefore, the circumstances of how and when this damage occurred to the unit cannot be determined. It was noted that an electrical pre-deployment test was not performed. The IFU recommends verifying the functionality of the delivery system before proceeding with microcoil placement. There was no evidence of a manufacturing issue related to the complaint; therefore, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
During treatment of a middle cerebral artery aneurysm, a ultipaq coil failed to detach. After advancing the coil and easing it into the aneurysm, the connecting cable was attached and the detachment button was pressed, however, the coil did not detach. They attempted again to detach the coil but it still would not detach. The coil had to be eased out of the aneurysm and removed from the patient. It was reported that no coil check was completed before introducing the coil into the patient/aneurysm; however, no fault light appeared when attempting to detach. The event did not result in patient injury or need for intervention.